Event description:
It was reported that the patient was febrile and the device pocket was not healing post implant of the implantable cardioverter defibrillator (ICD) system. The device eroded from the pocket. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).